Manufacturer narrative:
Additional clarification was received on (B)(6)2020 on the event. The effusion was noticed on the male patient post use of biosense webster product, a few minutes after last ablation. In the physician¿s opinion the cause of this adverse event was procedure (possible high force or power) and patient condition. The patient¿s condition had improved. Extended hospitalization was required for observation. Transseptal puncture was performed but the device is unknown. The event occurred post ablation phase and there was no evidence of steam pop. The irrigation setting was 17ml/min. There was no error message observed on the biosense webster equipment during the procedure. The visitag module was used with the following stability settings: 3mm, 3s, 25% @3g. Surpoint visitag was used as an additional filter and for tag color. The device was discarded. Therefore, processed a3. Sex, d11. Concomitant medical products, therapy dates, h3. Device evaluated by manufacturer? And h6. Method codes fields. Also, initially reported d4. Catalog as ¿smart touch bidirectional¿. Additional information provided the d4. Catalog as d134805. Therefore, processed d4. Catalog, g5. PMA/ 510(k) and d4. Unique identifier( UDI) fields. The physician information was also provided. Therefore, processed e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e2. Health professional?, e1. Initial reporter address line 1, e1. Initial reporter city, e1. Initial reporter state, e1. Initial reporter country code, and e3. Initial reporter occupation. In addition, a correction was noted as in the initial b2. Is hospitalization initial/prolonged was checked. At that time as noted under b5. Event description, there was no information about the hospitalization. However, per the additional information received on(B)(6)2020 , it was clarified that there was extended hospitalization. Therefore, processed b2. Is hospitalization initial/prolonged field. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient developed a pericardial effusion which was noticed by the patient¿s pressure dropping and validated by intra cardiac ultrasound. A pericardiocentesis was performed in which 400 cc's was removed from the pericardial space. The patient is stable and will be transferred to the critical care unit for observation. There is no further information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.